Event description:
It was reported that the tubing would not work for the customer in the infusion department. The product does not work for us as the pharmacy said it was too long and medication was getting wasted. There were no adverse effects caused to any patients from the events.

Manufacturer narrative:
The file is now determined to be not reportable.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing would not work for the customer in the infusion department. Ii was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.